Event description:
Bi-v/ICD was implanted in the pt. The pt received four inappropriate pacer induced counter shocks. The pacer was removed and replaced with a new device. The pt was not injured. Surgery was prolonged.